Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer was not sure if the blood glucose level was impacted as it was not measured. As the cartridge and infusion set had been changed prior to contacting tandem tech support, troubleshooting to determine a cause of these occlusions was unable to be performed.